Event description:
It was reported that this pacemaker exhibited oversensing. No noise was observed on the presenting electrograms and no episodes were stored. However, the patient is pacemaker dependent and their previous device had no sensed events. The competitors lead was implanted over ten years ago and the physician questioned an integrity issue. Technical services discussed troubleshooting to evaluate the lead, and to review data from the previous device to see if sensitivity had been adjusted to avoid oversensing or if the patient had prior history of stored tachycardia events on occasion. At this time the device remains in service and is exhibiting normal battery depletion based on program out puts and 100% pacing. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.